Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 09feb2021.

Event description:
The customer reported a low o2 error. There was no patient involvement.

Manufacturer narrative:
The device was evaluated by a philips field service engineer (fse) who confirmed the reported issue. The fse ran the device in normal ventilation mode with no errors. The fse performed air delivery/flow accuracy, oxygen flow accuracy, and oxygen mix accuracy tests. All tests passed. The o2 inlet pressure was 54psi. It was found that the o2 hose from the wall to rear of machine has worn threads and leaks. Software was updated from 1.1 to 2.3 version. The unit successfully passed all testing and was returned to service. No other abnormality was observed.